Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient used program a most of time but they were unable to feel any stimulation on program a or b. The patient had several falls. The rep met with the patient on the day of the report, impedances were checked and the 0-7 lead which was being used for program a and b had high impedances over 10000 on all electrodes except 2 and 4. The rep said reprogramming was done using the electrodes with normal impedances and also the other lead. The rep stated the patient would try this to see if it was effective. The patient was also getting an x-ray of their spine and making an appointment to see the healthcare professional. It was noted that the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance and loss of stimulation was unknown. The patient was reprogrammed and no other actions were taken. The issue was not resolved.